Manufacturer narrative:
Section h4: additional information manufacturer's investigation conclusion: the report of the pump stopping could not be confirmed as no log files were provided for review. It was also reported that the patient experienced a pleural effusion; a correlation between heartmate 3 lvas, serial number (B)(6) , and the reported pleural effusion could not conclusively be established through this evaluation. It was reported that the lvad pump stopped on (B)(6)2019 . The patient was complaining about pectanginal pain, eyelid edema and dyspnea. The pump stop was reportedly due to empty batteries. It was also communicated that the patient experienced pleural effusion on 25jun2019. The patient was reported to have an increase in respiratory distress. The patient was transferred to the intensive care unit. A computed tomography (CT) of the thorax showed an encapsulated discharge in the left pleura. The pleural fluid was removed and sent to the laboratory. No germs were in the pleural fluid. The pleural drainage was placed on (B)(6)2019 and the issue resolved and stopped on (B)(6)2019 . The account later communicated that the physician suspected that the patient intentionally did not respond to the reported alarms because the patient had done that before. There were no issues with the device. The site¿s cardio technician checked the device and did not find any issue. The patient did not respond to the ¿battery empty¿ alarm and the pump stopped. The audible alarms were tested and functioned fine. The patient may have been mistaken. There was no further pectaginal pain after charging the battery. The patient remains ongoing on heartmate 3 lvas, serial number mlp-004079. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The relevant sections of the device history records for pump were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2016 . No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the pump stop was due to the patient not responding to the the alarm. Per the account, the physician suspected an attempted suicide based on the patient's history. The device was checked and no issue was found. No further information was provided.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient complained about pectanginal pain, eyelid edema, and dyspnea. The patient also experienced a pump stop due to an empty battery. It was later reported that the patient suffered from pleural effusion and increasing respiratory distress. A computed tomography of the thorax showed an encapsulated discharge in the left pleura. The pleural fluid was drained. The patient was prescribed antibiotics for prophylaxis, and high flow oxygen therapy. No further information was provided.